Manufacturer narrative:
MDR 3003442380-2024-01820 - device 7 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 15-apr-2024, it was reported that patient faced occlusion alarms due to bent cannula. These occlusion alarms occurred 8 times on 8 different dates: the first occurrence occurred on (B)(6) 2024; the second on (B)(6) 2024; the third on (B)(6) 2024; the fourth on (B)(6) 2024; the fifth on (B)(6) 2024; sixth event happened on (B)(6) 2024, seventh on (B)(6) 2024 and the last alarm occured on (B)(6) 2024. All the events occurred sometimes within 3 hours, sometimes after the next 3 hours of insertion. Infusion set was in use for about a day to a day and a half. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.